Event description:
Per the clinic, the patient experienced an exposure of the receiver/stimulator. Explant and re-implantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 22, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on september 21, 2022. There are no plans to re-implant the patient with a new device as of the date of this report. Device analysis report attached this report is submitted on december 04, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection and subsequently was treated with IV and topical antibiotics (specific date and duration not reported). This report is submitted on january 4, 2023.